Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2026, one 3.0x28 mm xience prime stent was implanted in the right posterior tibial artery. Two days later there was re-occlusion of the right femoral popliteal bypass and lower limb arteries (anterior tibial, posterior tibial) including the target lesion. Re-intervention was performed on (B)(6) 2026 using thrombectomy and angioplasty in the target lesion. Angioplasty was performed in the anterior tibial. Stenting was performed in the bypass anastomosis. Prostavasin was also administered. No additional information was provided.